Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from hcp. It was reported that the cuff of the tube lost its inflation during the procedure. This was mitigated by reinflating several times over the course of the operation. Suspect there is an airleak close to the attachment of the inflation syringe. No patient impact. There was delay of 5 min. In the procedure.

Manufacturer narrative:
H3: product analysis # visually, portions of the flex circuit were cut when returned. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and inflation occurred normally, but the cuff gradually deflated over time. A leak test was performed by submerging the cuff and then the inflation assembly under water and a leak was found in the valve assembly which would have resulted in the reported event. Under magnification, a crack was found in the valve confirming the spot of the leak. An electrical continuity test could not be performed on the device due to the cut flex circuit. Conclusion: in the returned condition, there was an out of specification condition that is likely related to the complaint (due to physical damage). H6: previous codes fdm - b17, fdr - c20, fdc - d14 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up: it was not evident during intubation or cuff check. The inflation seemed to deflate over the course of the case, reinflation was required a few times during the course of the case. On extubation the anaesthetic team diagnosed a small leak coming from the luerlock area of the inflation line.(a saline bath demonstrated an air leak).